Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had undergone a prior eye surgery and electrocautery was used. Due to battery status, further troubleshooting could not be performed. The device was explanted and replaced. The patient was in stable condition prior, during, and post operation.